Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was exposed moisture and it was alarmed button error. The customer¿s blood glucose level was unknown. Customer stated that the screen went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or missing segment noted. However, device received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button. No moisture damage electronic assembly during visual inspection.